Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ever since he got the ins, he noticed it takes a long time to charge it. Pt stated his ins has been charging for almost 2 hours this morning, noting that at one point the charge status light turned yellow and he had to reposition the rtm and then it returned to a flashing green light. Pt stated the ins is currently charged to 80% and showing that it's recharging with excellent recharge quality, and the controller is charged to 50%. During the call, the ins charged up to 90% and the controller battery went down to 40%. Pt did not know what the ins battery percentage was when he started the recharging session. Pss reviewed that the equipment is working properly and reviewed that the patient can consider turning stimulation off while he recharges the ins. Pt confirmed recharging temp/speed is set to 4. Pt also mentioned that he went to the doctor's office on tuesday and was told that his ins was off. Pss had pt check stimulation status during the call and he confirmed it is on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 18th, 2020. It was reported that the patient was having poor recharge quality and slow recharge time. The patient reported that the recharger was taking long to charge since yesterday. The patient was getting poor recharging quality and was still getting poor recharging quality after he re-positioned the recharger. It was noted that the implantable neurostimulator (ins) was at 80% charge level and the controller was at 70% charge level but it was taking 1 hour to charge the ins. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event.